Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker dependent patient presented for a normal generator replacement. While opening the pocket the physician cut the patient's chronic 4456 right ventricular (rv) pacing lead. Cardiopulmonary resuscitation (CPR) was started and another company's temporary pacing wire was placed. A 4136 rv lead was implanted and the chronic 4456 lead was surgically abandoned. During the procedure, the patient developed a pneumothorax which required chest-tube placement; the physician was unsure of the cause of the pneumothorax (CPR versus gaining access for the 4136 lead). The procedure was completed and the patient was taken to the recovery room where loss of capture was then observed. The patient returned to the operating room and the 4136 lead was repositioned. The evaluation the next morning was normal, and in the afternoon the temporary pacing wire was removed. Shortly after the removal, intermittent loss of capture was noted. The pacing outputs were increased, the patient was monitored, and no further issues were noted. However, when the staff attempted to put the arm sling on the patient, loss of capture was observed again and determined to be positional. It was suspected that the 4136 lead may have microdislodged when the temporary pacing wire was removed. The patient was taken to the procedure room and the 4136 was explanted; it was noted the helix was fully extended. This new 4456 was implanted. At end of case, a drop in the patient's blood pressure was observed. The patient was taken to the recovery room; after approximately an hour the patient was transported to the operating room for a pericardial window due to cardiac perforation and tamponade. The cause of the perforation was unknown and it was provided the cause may have been the temporary pacing wire, the 4136 lead, or this new 4456 lead. The patient was monitored and was able to be discharged three days later. No further issues were noted.